Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment. The treating clinic refuses to provide any information about this adverse event.

Event description:
Patient was hospitalized due to an acute reaction to local anesthesia injections. The reaction caused the patient to go into shock and fell into a coma (coma index 3). This adverse event occurred prior to using the miradry device.